Event description:
Pt started noticing burning sensation at the back and right arm together with numbness and tingling almost immediately after implantation. Pt also had stiffness of the neck and the upper body. Pt could hardly move. The pain extended to their shoulder. The doctors diagnosed fibromyalgia. Pt had arthroscopic surgery on left shoulder in 2000 where a chronic inflammation was noticed in the left shoulder. There was subluxation and partial separtation of the right shoulder. Pt has a right breast pain. In sept 2003 the surgeries were repeated.